Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device exchange procedure. Upon connecting the new pacemaker to the leads, the pacemaker exhibited failure to capture. The physician exchanged the pacemaker during procedure. The patient condition was not reported.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.